Event description:
Implant date: in 2006. Male. It was reported that the patient underwent a single-level mast tlif using rhbmp-2/acs and peek vertebral body spacer supplemented with posterior fixation instrumentation. Approximately three months post-op, the patient complained of increasing pain. Images showed evidence of severe bone and resorption throughout the superior (l5) vertebral body. The patient currently requires "large amounts" of narcotic analgesics to manage pain. Some bridging bone was also observed, indicative of a progressing fusion. The patient is now eight months post-op, and lucencies continue to be observed around the interbody device. The surgeon performed a needle biopsy of an unknown date.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.